Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor's needle broke off the top when she tried to change the sensor. Customer's blood glucose level was 98 mg/dl. The device was not returned.